Manufacturer narrative:
The insulin pump received with no button response due to unlocked lcd keypad connector. The insulin pump was unable to perform the displacement test due to no button response. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call of keypad issues with her son's insulin pump. The customers mother states the buttons are not working. The patients' blood glucose level was unknown. Customer wad advised to discontinue use of pump, and that the pump would need to be replaced and returned for analysis. The device is being returned and replaced.